Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hypoglycemic episode reaching a low of 53 mg/dl blood glucose (bg). The user disconnected from the device and drank milk to increase bg to 98 mg/dl. There was no further intervention required, and the user was out of range for less than 90 minutes.